Event description:
A (B)(6) male pt called zoll customer support to report that his battery pack wasn't charging. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery not charging) was confirmed. Upon investigation the battery pack was unable to recharge or power up a test monitor. The battery output voltage was 1.96v. The root cause for the low voltage could not be positively identified but was likely defective battery cells. No adverse event resulted from the defective battery cells. The pt received a replacement battery pack.